Manufacturer narrative:
Pi lab confirmed reactivity of retention anti-k lots 926018 and 926019 with 4 heterozygous k pos cells and 4 k neg cells using retention panocell-20 lot 20160 (cells 5, 13 and 17) (positive reactions were 2+) and retention panocell-10 lot 24164 (cells 6 and 7). (Positive reactions were 1+to 2+) controls performed as expected. All reagent red cells exhibited expected reactivity. Retention performed as expected. Pi lab performed phenotype testing of customer returned sample 00724270 cells in tube using retention anti-k lots 926018 and 926019. Controls performed as expected. Customer returned sample tested negative with both lots of anti-k. Testing was repeated using retention anti-k lots 926018 and 926019. Controls performed as expected. Customer returned sample 00724270 tested negative with both lots of anti-k. Performed phenotype testing of customer returned sample 00724270 cells in tube using retention anti-k lot 924450. Controls performed as expected. Customer returned sample tested negative. Testing was repeated using retention anti-k lot 924450. Controls performed as expected. Customer returned sample 00724270 tested negative. Customer returned sample 00724270 did not perform as expected. Cannot rule out a variant form of the antigen that cannot be detected by serological testing.

Event description:
On (B)(6) 2015 a customer reported obtaining unexpected negative results when testing a sample with anti-k series 2 (human monoclonal). Customer reported results with anti-k do not match results obtained with the bioarray hea beadchip which resulted positive for the kell antigen.